Event description:
It was reported that a cartridge alarm occurred during the loading process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was educated on the correct procedure for removing the used cartridge and acknowledged the guidance received. Although the pump was out of warranty and the customer was offered a replacement pump, they declined the offer and chose to continue using the current pump while working with the sales team.